Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during infusion of high-dose melphalan, a minor leak occurs in the connection between the drip tube and connector. The patient receives an estimated one milliliter of chemotherapy on the right upper arm and one milliliter on the sheet. The drip is stopped. The skin is washed abundantly with soap and water and the sheets are changed. After switching with a new connector, melphalanet can be restarted without remark no obvious irritation is noted on the skin.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2508501. No deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification, such as the luer threading. Results were reviewed for the reported lot and no issues related to the reported event were found. Retained samples of lot 2508501 were used for additional evaluation. All products were visually inspected, and no damage or other defects were observed. Dimensional testing was completed, and all product was verified to meet required specification. Based on the quality team's investigation, including retained sample analysis and device history review, no product- or process-related issues were identified; therefore, a root cause could not be determined at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Additional information: dchu met with reps to clarify event details as email responses were conflicting to what was reported. Based on provided information, there was a leakage at the luer connection of the connector and mating tubing. Mating tubing does not belong to bd. There was no clear evidence of a disconnection at the time of the incident, however, upon reviewing the event details with the customer, it is believed they were not using the proper techniques when connecting the devices. Reps went on site and performed additional training to ensure they are fulling connecting the devices. There was not impact to the patient or healthcare professional. There is only one connector lot at this facility, 2508501. No samples available at this time.